Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
(B)(4). Same case as 2134265-2009-04503 & 2134265-2009-4972. The patient was enrolled in (B)(6) 2007. The patient underwent treatment with the carotid wallstent monorail device (date not provided). The target lesion was a type I lesion in the left carotid artery with a 5mm reference vessel diameter and an 8mm length. There was 90% stenosis measured by nascet. The vessel/lesion description is negative for thrombus, ulceration, dissection, pseudo aneurysm, calcium and target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. A filterwire ex (190 cm) was used for cerebral protection. Pta was performed using sterling balloon dilatation catheter. Atropine 0.5 ui was given during the procedure. No vasodilator was given. The patient experienced a transient ischemic attack (tia) during the procedure. The outcome was documented as resolved with no residual effects. No further data was provided regarding the tia. The procedure was documented as successful and residual stenosis was 0-29%. The post-procedure assessment (no date provided) documented patent carotid stent with 0% residual stenosis. The patient is asymptomatic with no complications less than 24 hours post procedure. The patient had a one-month patient follow up examination in (B)(6) 2007. The carotid stent was patent with 0% residual stenosis. The patient presented as asymptomatic with no complications or adverse events since last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 29, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter was displayed inaccurately low reading compared to the patient's feelings. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 4:15 am on (B)(6) 2010. The patient claimed that she tested her blood glucose on the subject meter and obtained a result of "97 mg/dl." The cca documented that the patient does not take oral medication or insulin injections to manage her diabetes. On the afternoon of (B)(6) 2010, the patient claimed that she developed "thirst." It is not known if the patient tested her blood glucose at the onset of the reported symptom. The patient stated that she treated herself by having more drink. However, the patient denied receiving any medical treatment for an acute complication of diabetes since the alleged meter issue began. The cca documented that the patient did not have a control solution to perform a quality control test on the subject meter at the time of the call. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she obtained an inaccurate low reading on the subject meter and reportedly developed a symptom suggestive of severe hyperglycemia after the alleged meter issue began.